Manufacturer narrative:
The field service center replaced the alarm sounder to correct the reported problem and returned it to the manufacturer for further failure analysis. We were able to duplicate the reported problem. During initial bench testing of the alarm sounder, the alarm was working normally but the ltv displayed hw flt (sndr err1). Further testing found the alarm sounder would work intermittently when it was moved or touched and would fail the alarm sound test. This MDR is being filed beyond the 30 day filing timeframe.

Event description:
It was reported that the ventilator had a hardware fault. It is unknown if the ventilator was connected to a patient when the reported problem occurred.